Event description:
G.e., giraffe isolette was pre-warmed in the isolette mode. Isolette was opened to radiant warmer mode and pt placed in bed. When the isolette was closed the alarm read air temp probe failure. The bed was turned off then back on with no resolution. Diagnosis or reason for use: extreme prematurity.